Event description:
A physician reported a patient who was skin tested with negative results and treated in 3/1997 with two formulations of collagen in the nasolabial folds and glabella. The patient developed pruritis, erythema, edema and a raised bumpy appearance at the glabella (date of onset unknown). The skin test site and nasolabial folds remaimed asmptomatic. The physician diagnosed a hypersensitivity and prescribed ultravate cream and intralesional kenalog (exact date unknown). On 23 january 1998, the physician reported that the patient was last seen on 08 january 1998. The erythema & pruritus resolved in 7/1997; the edema resolved in 10/1997. The patient's adverse reaction had resolved as of 10/1997. The patient's adverse reaction had resolved as of 10/1997, and the patient was advised to avoid future collagen treatments.